Event description:
The customer reported via phone call that they experienced recurring low blood glucose levels. Customer's blood glucose level at the time of incident was 42 mg/dl. Customer treated low blood glucose level with food. The customer stated that the symptoms related to low blood glucose such as sweating and dizziness. Customer had been using the insulin pump system within 48 hours of reported event. It was unknown weather the auto mode feature was activated at the time of low blood glucose event. Customer alleged that the insulin pump was over delivering insulin because insulin would had came out immediately from the tubing. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.